Event description:
It was reported by a customer complaint that the pt was treated by paramedics due to an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor gave a result which was between 30 to 40 mg/dl different from the other meter for which they corrected. Reportedly the pt had a hypoglycaemic reaction. The paramedics were summoned and he was treated on scene with glucose. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.